Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that patient is experiencing pain in his groin area. Patient also states that he is experiencing swelling, reduced mobility, pain across the thigh and swelling in buttock area. Patient has had blood test and x-rays.